Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had been taking prescribed pain management medication for pain in their ins site that had persisted for the past 3 months. The patient also noted swelling in the pocket. The patient stated that they had been working with their pain management physician and had previously underwent multiple imaging procedures, but the imaging did not indicate any issues. The patient believed that their device was causing blood clots, but the physician did not comment on that and believed that it could have been due to preexisting health conditions. The patient attempted to have an MRI with their device in MRI mode, but they were experiencing pain in the pocket site. The patient turned off their device. There were no known device issues and no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qonpremarket / 510(k) # (g4) - additional premarket / 510(k) # p190006udi for the concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient had their device explanted. The patient had been taking prescribed pain management medication for pain in their ins site that had persisted for the past 3 months. The patient also noted swelling in the pocket. The patient stated that they had been working with their pain management physician and had previously underwent multiple imaging procedures, but the imaging did not indicate any issues. The patient believed that their device was causing blood clots, but the physician did not comment on that and believed that it could have been due to preexisting health conditions. The patient attempted to have an MRI with their device in MRI mode, but they were experiencing pain in the pocket site. The patient turned off their device. There were no known device issues and no additional patient complications.